Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. No reset of its own noted. The insulin pump passed self test, a21 error test and displacement test. No a13 alarms or a52 alarms noted. The insulin pump has cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.